Event description:
It was reported that the rechargeable implantable neurostimulator was replaced with a primary cell implantable neurostimulator. The reason for device replacement and pt symptoms were not reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.